Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the myomectomy procedure, the blade would not engage when pressing on the foot pedal. To complete the procedure, another blade was used. No harm was caused to the patient.